Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2026 has been used as a placeholder. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Event occurred regarding a spiros where it was reported that the spiros was disconnected from the cadd tubing set at the patient house with 5fu leaking and patient exposure. There was a patient involvement but no reported patient harm.